Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device punctured the fallopian tube") in a female patient who received essure for female sterilisation. In 2013, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain. The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and device punctured the fallopian tube (seen as fallopian tube perforation). A hysterectomy was performed around 2 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, the mechanism of fallopian tube perforation was unknown, however given event's nature it was considered related to essure. This case was regarded as incident since a hysterectomy was performed. The product technical analysis has been sought further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device punctured the fallopian tube") and genital haemorrhage ("iud inserted due to abnormal bleeding") in an adult female patient who had essure (batch no. 305,b76,533) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud from 2008 to 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), pelvic pain ("pain") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, fatigue ("fatigue") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic pain, fatigue, weight increased and genital haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Patient¿s details, historical drug and lab data were added. Essure lot number and start and stop date was updated. Abnormal bleeding (vaginal, menorrhagia), pain, fatigue, weight gain / loss specify which one: weight gain and iud inserted due to abnormal bleeding were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device punctured the fallopian tube") and genital haemorrhage ("iud inserted due to abnormal bleeding") in an adult female patient who had essure (batch no. B76533) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2014 and depo-provera. Concurrent conditions included dysmenorrhea, depression, vaginal bleeding, bleeding breakthrough, headache, chronic cervicitis, anxious mood, drug hypersensitivity (abdominal pain), watering eyes, sneezing and runny nose. Concomitant products included levonorgestrel (mirena) and naproxen sodium (aleve). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)/bleeding-longer periods"), pelvic pain ("pain") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), nausea ("nausea"), infection ("infection ") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2015 ,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, pelvic pain, fatigue, weight increased, genital haemorrhage, vaginal discharge, nausea, infection and dysmenorrhoea outcome was unknown and the menorrhagia had not resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, infection, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device punctured the fallopian tube") and genital haemorrhage ("iud inserted due to abnormal bleeding") in an adult female patient who had essure (batch no. 305,b76,533) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2014 and depo-provera. Concurrent conditions included dysmenorrhea, depression, vaginal bleeding, bleeding breakthrough, headache, chronic cervicitis, anxious mood, drug hypersensitivity (abdominal pain), watering eyes, sneezing and runny nose. Concomitant products included levonorgestrel (mirena) and naproxen sodium (aleve). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)/bleeding-longer periods"), pelvic pain ("pain") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), nausea ("nausea"), infection ("infection ") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2015 ,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, pelvic pain, fatigue, weight increased, genital haemorrhage, vaginal discharge, nausea, infection and dysmenorrhoea outcome was unknown and the menorrhagia had not resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, infection, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: nausea, dysmenorrhoea, vaginal discharge, infection were added and previously reported event menorrhagia outcome updated. Processed with fu9 on 30-may-2018: mr received: reporter added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample riot available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and device punctured the fallopian tube (seen as fallopian tube perforation). A hysterectomy was performed around 2 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, the mechanism of fallopian tube perforation was unknown, however given event's nature it was considered related to essure. This case was regarded as incident since a hysterectomy was performed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.